Manufacturer narrative:
Evaluation: lack of information, device not returned.

Event description:
A 2.5 mm x 10 mm sprinter mxii dilatation balloon catheter was inserted into a patient for the treatment of a circumflex lesion. The lesion morphology is unknown. It was reported that the physician attempted multiple balloons; however, he was unable to cross the lesion. It was reported that the sprinter dilatation balloon catheter was advanced to the intended lesion site and upon inflation the balloon burst at an unknown pressure. The device was successfully removed. No clinical sequelae were reported and the patient is fine.